Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, while attempting to re-load a guidewire through the velocity after deploying a stent retriever device, the physician noticed that the guidewire came out the side of the velocity under fluoroscopy. Therefore, the velocity and guidewire were removed. It is unknown if the velocity was already damaged after the use with the stent retriever device. The procedure was completed using a new velocity and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned device was fractured at approximately 25.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed a fracture at its proximal shaft. Damage such as this typically occurs if the velocity is forcefully retracted against resistance. The non-penumbra guidewire and stent retriever were not returned for evaluation; therefore, the root cause of the fracture could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.